Event description:
The customer reported that their device would not pass its user test and logged two event codes. Once examined by physio-control, it was observed that the device would not deliver defibrillation energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.